Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was admitted to the hospital (B)(6) 2016. Customer's blood glucose at time of admission was unknown but was told later it was up to 900 mg/dl. Customer doesn't know the blood glucose at time of admission. Customer cause of hospitalization was heart attack and diabetic ketoacidosis. Customer had open valves for angioplasty, drain for gall bladder, IV insulin and took away pump. The customer was treated with lantus and novolog and dialysis. Customer was wearing the pump at time of hospitalization.